Event description:
It was reported that during a rectum resection procedure, the tissue pad fell off. Retrieved the tissue pad and changed to another device to complete the or. There was no pt consequence.